Event description:
It was reported that this lead was an attempted implant. During the procedure the threshold remained higher than 4 v. The lead was repositioned many times and subsequently, the lead helix no longer extended. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.